Event description:
It was reported that a patient was having frequent seizures. The patient was unsure if the increase was above or below her pre-vns baseline as she cannot always remember when she has a seizure. The patient had not had her vns checked in a while as she recently moved and could not find a doctor who handled vns. A battery life calculation was performed, which did not suggest the patient's device was depleted. No further relevant information has been received to date.